Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exams used for the procedure with analyzed by a medtronic representative. The representative reported that the ears and forehead of the patient were cut off indicating that the images used were not to protocol.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when using the navigation system. The representative reported that the imprecision was 3-4 mm. It was reported that registration was difficult due to soft skin on the patient. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.